Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported charred printed circuit board (pcb). Internal visual inspection found that the radio pcb had a failed component due to fluid intrusion. The unit was determined to be not repairable and was retired from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the printed circuit board of a spectrum wireless battery module was charred. There was no patient involvement. No additional information is available.